Event description:
Describe event, problem, or product use error: purchase airpods pro oct 2025. Used them over months irregularly. Podcasts, no music. Lowish volume. One day used for many hours. Immediately notice tinnitus. Thought this was temporary and would go away. Used earbuds again. Same thing happened. I believe there is a causal link and that this is not coincidence. I am now afraid using them will make the tinnitus worse. It is particularly bothersome at night. A high pitched, nervousness inducing sound, especially in one ear. I do not have hearing loss as far as I am aware. / product details: airpods pro purchased around october 2025. I have listened to a lot of podcasts, sometimes hours a day, never loud. I have developed significant tinnitus. There is a causal link as I noticed this after one day of hours of use and right after.